Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the first fiber ¿aiming beam fires straight out of fiber¿ @18,339 joules of use. The second fiber ¿aiming beam fires straight out of fiber¿ @3,862 joules of use. The third fiber ¿aiming beam fires straight out of fiber¿ @2,121 joules of use. The fourth fiber ¿aiming beam fires straight out of fiber¿ @9,803 joules of use. The procedure was completed using the fifth fiber @17,059 joules of use. Patient outcome: "no injury". There was no patient injury reported. This report is for the third fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.